Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primaty right l5-s1 spinal root decompression. Fifteen days later the pt presented with superficial wound infection. The investigator noted the event as mild in intensity. Unspecified antibiotics were prescribed by the physician. The event was reported resolved with treatment in the next month . The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event.